Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "go flat when laying down", pain, "feels edges of implants", right side dropped, bigger. Stated "because of these implants they are at risk for cancer". Patient later reported rupture. Device remains implanted.